Event description:
A healthcare professional reported that a male patient received delivery of a dental appliance on (B)(6) 2024. On (B)(6) 2026, the patient presented with a complaint the lower right attachment that the band attaches to has broken off from a silent nite 3d sleep device. No patient symptoms or injury were reported. The patient discontinued use of the device on (B)(6) 2026. No additional medical or surgical procedures were required. The appliance was replaced with a similar product. The healthcare professional reported that cleaning and storage instructions were followed. The reporter's office location is in (B)(6) tennessee.

Manufacturer narrative:
Additional information was received from the customer. Missing patient information has been requested. Additional information was added to sections: a3a, a6, b3, b5, b7, and e1. Correction in section h8. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 3/2/26. The healthcare professional reported that the lower right attachment that the band attaches to has broken off from a silent nite 3d sleep device. Event was reported to the dental office located in (B)(6).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation, a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results based on the tracking information, the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaint handling team for analysis. Root cause description based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Per the reported information, the patient has a history of bruxism. Manufacturer internal reference number: (B)(4).